Event description:
Patient had a pacemaker revision one (1) year ago. Since that time the atrial and ventricular leads have not functioned properly causing symptoms with the patient, including dizziness. Patient brought to surgery to replace atrial and ventricular leads. Pacemaker not changed.